Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump would not charge normally. When the pump was plugged into a power source, the pump did not recognize the power source. Then the pump battery gauge dropped from 80% battery life to 40% while the pump was plugged into a power source. Then the customer stated the pump battery gauge jumped to 100% battery charge. There was no reported impact to the customers blood glucose level. It was indicated that the customer would continue to use the pump until the replacement arrives.